Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no interaction with cardiac structures during deployment, there was no angulation or kink noticed in the delivery system, and an 9f delivery system was used. Based on the information reviewed and returned device analysis, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 29 march 2023, a 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder (9-pfo-3025, lot: 8803824) was chosen for implantation utilizing a 9f amplatzer talisman delivery system. During deployment, bulging of the right disc was observed. Troubleshooting was attempted via push and pull maneuvers and recapturing the disc however, the issue persisted. There was no interaction with cardiac structures during deployment. The device was removed from the patient, where the bulging was still observed. A replacement amplatzer talisman pfo occluder (9-pfo-3025, lot: 8817743) was used to complete the procedure successfully. There was no angulation or kink noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no reported adverse patient effects and no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder (9-pfo-3025, lot: 8803824) was chosen for implantation utilizing a 9f amplatzer talisman delivery system. During deployment, bulging of the right disc was observed. Troubleshooting was attempted via push and pull maneuvers and recapturing the disc however, the issue persisted. The device was removed from the patient, where the bulging was still observed. A replacement amplatzer talisman pfo occluder (9-pfo-3025, lot: 8817743) was used to complete the procedure successfully. There was no angulation or kink noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no reported adverse patient effects and no clinically significant delay. No additional information was provided.